Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-05033, 2134265-2013-05034, 2134265-2013-05260. It was reported that during a coronary artery stenting treatment procedure, vessel perforation, st-elevation, aneurysm formation and myocardial infarction (mi) occurred. In (B)(6) 2013, the patient presented with an abnormal stress test in light of a scheduled knee replacement. Clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification 3) with silent ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the ostial 1st obtuse marginal branch (om1) with 90% stenosis and was 5mm long with a reference vessel diameter of 2.5mm. After successful pre-dilation, the target lesion was attempted to be treated with placement of a 2.50x12mm promus element plus stent, however, the stent could not cross beyond the proximal left circumflex artery (prox lcx) and was removed. A non-bsc guidewire was attempted but unsuccessful and it was switched to a choice pt guidewire which also could not cross the lesion. Then a localized dissection was noted in the target vessel and it appeared that the "om1 has restenosis and on the verge shutting down". A 2.5x12mm unknown balloon catheter and a 1.5x12mm emerge balloon catheter were tried to be advanced, but would not cross the lesion. Subsequently a 1.25x15mm non-bsc balloon was advanced successfully and the dissection was treated with balloon angioplasty. The lesion was then crossed with a rotablator wire and rotational atherectomy was performed using a 1.25mm bur. Following the rotablator run, a marked vessel disruption/perforation and st-elevation were noted. This was treated with prolonged balloon dilatation at 4atms for 20 minutes using a 2.5x20mm non-bsc balloon resulting in a patent vessel with a localized aneurysm at the site of intervention. Repeat angiogram revealed a stable result with patent vessel. The patient was hemodynamically stable. Echocardiogram did not reveal any pericardial effusion and the patient was transferred to the ccu in a stable condition. Post index procedure, the patient developed myocardial infarction. Cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction. Three days later, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).